Event description:
It was reported when using the bd microtainer® contact-activated lancet the lancet broke off. The following information was provided by the initial reporter. The customer stated: "after blood collection, a blood donor felt pain at the injection site (fingertip). Several days later a piece of metal was found and removed from the fingertip. The customer requested to know if the metal piece is from the lancet."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample for investigation. The sample was the material removed from the patient and glued onto paper. The material was visually inspected under magnification and it was determined that it is likely not metal and could not have come from the lancet. The sample was too small to conduct any further compositional analysis. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination, checking the needle point sharpness, and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode part of needle breaks off. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on:  2023-06-26.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the lancet broke off. The following information was provided by the initial reporter. The customer stated: "after blood collection, a blood donor felt pain at the injection site (fingertip). Several days later a piece of metal was found and removed from the fingertip. The customer requested to know if the metal piece is from the lancet."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.